Event description:
Per the clinic, the patient experienced chronic skin infection, granulation tissue formation, and skin overgrowth over the implant screw due to the poor hygiene. Subsequently, a revision surgery was performed (specific date not reported) to excise the infected skin. The percutaneous baha implant system was explanted on (B)(6), 2025. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on october 08, 2025, was filed inadvertently. The correct product is bi300 implant 3 mm not bia400 implant 4 mm w abutment 6mm as previously reported.